Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600-700 mg/dl. Reportedly, customer was using fiasp for insulin delivery. Additionally, customer's non-tandem continuous glucose monitor was not available due to a non-tandem sensor issue, and customer was not checking bg levels. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 9/12/21 with the issue resolved and no permanent damage.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.